Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head encountered error e221 (communication error). The issue was found during preparation procedure, and the therapeutic procedure (laparoscopic surgery) was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head presented an error e221 (communication error). The issue occurred in the middle of a therapeutic laparoscopic procedure. The procedure was completed with a similar device. There was a surgical delay of about 5-6 minutes while the patient was under general anesthesia, however, here were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause has already been isolated as a cable failure resulting in no image output. A definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): 4.1 4.1 precautionswarning). ¿if the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device.